Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient had a blood glucose result of 14 mmol/l on the aviva system. The patient experienced elevated blood glucose symptoms of nausea and vomiting. At an unknown time the patient went to the hospital. At the hospital the patient was treated with humalog injections. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized for one week. The infusion device was requested to be returned for product evaluation.